Event description:
The following is based on medical records provided by the pt's attorney: ni/ni/ni - placement of flat mesh. Ni/ni/ni - placement of kugel patch. On (B)(6) 2011 - the pt presented with sepsis and abdominal wall abscess. He underwent exploratory laparotomy, umbilectomy, wide incision and drainage of necrotizing soft tissue infection, takedown of enterocutaneous fistula, lysis of adhesion, excision of flat mesh and "fractured" kugel patch, and wound vac placement. Reportedly, there was a hard mass in the periumbilical area compatible with the mesh infection and abdominal wall infection. (Note: the kugel patch is noted as "fractured" however there is no explanation as to what the surgeon meant by this).

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. Details of the implant procedure have not been provided; therefore the events surrounding the implant are unk. The pt remained in the hospital following explant undergoing abdominal wall debridements, wound vac replacements, and tissue transfer for a tension free closure of abdominal wall. The attorney for the pt's estate noted an enclosed copy of the death certificate for the pt stating that the causes are not related to the hernia mesh. The immediate cause of the death identified on the death certificate is hypertensive and arteriosclerotic cardiovascular disease. The medial records indicate that the pt was treated for adhesions and fistula formation both of which are known possible adverse reactions listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have been removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00648 for info related to the flat mesh explanted on (B)(6) 2011.